Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 41 mg/dl. Customer advised lactose enzymes and insulin were both taken together which may have resulted in low blood glucose levels. Customer experienced low blood glucose levels for a 3 week period. Customer declined to troubleshoot low blood glucose levels. Customer was advised to follow up with their healthcare provider.